Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product eval can be performed. Without the finished good item/lot number it is not certain if there were any quality issues against the finished good lot not the suture component lot. Dehiscence, is a known risk with any suture material. The post probably cause for post operative dehiscence can not be determined with certainty based on the info provided. Reference: (B)(4). Item number and finished good lot number - unk.

Event description:
It was reported that during a total knee, the surgeon closed the wound with stratafix and pulled it tight. He then left the room. The first assist was finishing the closure and it was noted that the wound has started to unapproximate. 2-0 vicryl was used to close the wound with interrupted stitches. (B)(4).